Event description:
Additional information reported that the subject was doing well. Once the patient has been off antibiotics for 6 weeks, their physician will readdress re-implantation of the implantable neurostimulator (ins) device. It was noted that the etiology of the event was related to the device therapy but unlikely related to the implant procedure. If additional information is received, a follow up report will be sent.

Event description:
Additional information reported that the patient was re-implanted on (B)(6) 2013.

Event description:
Additional review determined that this event was also reported in manufacturer report # 3007566237-2013-00022. Any additional information regarding this event will be reported in this manufacturer report number.

Event description:
Additional information received reported that the patient was "doing well" and once he had been off of antibiotics for six weeks the surgeon would readdress re-implantation. It was noted that the event resolved without sequelae on (B)(6) 2012. A week later, it was reported that the patient had complained of soreness and redness at the device site. Lab work had been done and specified "few white blood cells, no organisms, and rare gram-negative bacteria." A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an infection and skin erosion at the right side device site, noted on (B)(6)-2012. The patient was doing 'well' at a post-op visit on (B)(6)-2012, but noted pain and soreness two weeks prior to the report. The symptoms resulted in in-patient hospitalization and the infection was treated with cipro. The device was then explanted. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).